Event description:
It was reported that a portion of the blade locking mechanism fell off of the system 7 sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that a portion of the blade locking mechanism fell off of the system 7 sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blade lock fell off, was confirmed. During the device evaluation it was found that a ball piece was missing from the blade mount mechanism, and that there was evidence the ball was present previously. The engineer noted that on the sag head there was a witness mark that the ball makes as the load/release lever is actuated, as a gap was found there during testing. The blade mount mechanism was identified as the primary failure.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.